Manufacturer narrative:
Product analysis: the device remains implanted, therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 2 mm on the non-coronary cusp and 0 mm on the left coronary cusp. Blood flow of the left coronary artery and the location of the calcification were checked and suggested a possible coronary occlusion. A coronary stent was implanted and the valve was fully released. The patient anatomy was reported to be heavily calcified and tortuous with severe calcification noted on the valve cusp. It was reported that a pre-implant and post-implant balloon aortic valvuloplasty (bav) had been performed during the procedure. No further associated adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.